Event description:
A physician reported that during implantation of an intraocular lens (iol) the crack occurred between the trailing haptic support area and optic edge during implantation. The surgery was completed without product replacement. The sample is not available as it still remains in the patient's eye. Additional information was requested.

Manufacturer narrative:
Damage observed on the returned product does not correspond with the observations from the provided video or the reported complaint. The device was returned in a plastic bag inside the carton. The lock-out assembly has been removed. The plunger is oriented correctly. Viscoelastic is dried in the device. The plunger is advanced into the wound guard. One haptic is broken/torn and is stuck between the plunger groove and the nozzle wall with the distal portion facing the nozzle tip. The nozzle tip has a stress and aneurysm. The remaining iol (intraocular lens) was returned adhered to the IFU(instructions for use). Solution is dried on the iol. One haptic is broken/torn and present in the device. Photo shows implanted iol. A mark is visible over the gusset area. Video shows iol implantation with company device. The device preparation for the implantation is not provided. When the nozzle comes in the picture, the lens is advanced at the nozzle tip. The lens appears to be in an acceptable position for the implantation. Once the lens is implanted and is unfolding, a mark is visible at the gusset area of the trailing haptic. The product investigation could not identify the root cause for the reported complaint "crack occurred near trailing haptic support area". Based on our observation of the attached video and photo, crack near the gusset area was observed post implantation. No conclusion can be made from the returned product as it does not appear to correspond with the implantation seen in the video or the reported complaint. Lens damage may occur: due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).